Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: customer reported that the collected blood from patients using the product 367960 showed a sporadic high potassium level in the result.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: customer reported that the collected blood from patients using the product 367960 showed a sporadic high potassium level in the result.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: customer reported that the collected blood from patients using the product 367960 showed a sporadic high potassium level in the result

Manufacturer narrative:
This correction report is being sent to correct the previously submitted report date received by manufacturer is 09-nov-2022.